Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Related report number 2124215-2025-85730, bsc ID (B)(4).

Event description:
It was reported that fibers have broken during multiple operations, including one instance resulting in injury to the physicians finger. No further event details or patient outcomes were provided. This complaint refers to the unspecified number of fiber breaks without patient or physician harm.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Related report number 2124215-2025-85730, bsc ID (B)(4).

Event description:
It was reported that fibers have broken during multiple operations, including one instance resulting in injury to the physicians finger. No further event details or patient outcomes were provided. This complaint refers to the unspecified number of fiber breaks without patient or physician harm.